Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging and the ipg would not fully charge despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.